Event description:
Procedure type: lap appendectomy. According to the reporter: as the device was being removed from the pt, the black plastic piece on the trocar broke. Pieces did not fall into the pt. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss and the incision was not extended.

Manufacturer narrative:
(B)(4).